Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch select meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 7:00 am, the patient obtained the blood glucose readings of 146 mg/dl, 70 mg/dl, 236 mg/dl, and 236 mg/dl on the reported meter within 20 minutes of each other. Thirty minutes later, the patient experienced the symptoms of shaking and sweating. The patient administered self-treatment with food and/or a drink; he did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.